Event description:
It was reported that during a starr procedure, the device did not staple correctly. The case was completed by hand suture. Additional info was requested, but response received was that no further info was available. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.